Manufacturer narrative:
Units are being returned to mindray for further eval.

Event description:
Customer reported issues related to their v series monitors, which may have affected spo2, ECG, and o2 monitoring. No pt injury was reported. Serial numbers: (B)(4).